Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer experienced symptoms such as feeling a little bit sleepy. Customer stated the other blood glucose value was 348 mg/dl, 373 mg/dl, 400 mg/dl, 378 mg/dl, 354 mg/dl. The customer was treated with food. Customer did not allege pump was under delivering. Customer was not using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.